Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient arrived in the emergency room after having two separate episodes of falling, within three days timeframe, due to syncope episodes. Interrogation of the pacemaker and right ventricular (rv) lead, revealed a lead safety switch, caused by high, out of range pacing impedance (greater than 3,000 ohms). Interrogation also revealed oversensing of noise, causing pacing inhibition (greater than 2 seconds) in unipolar setting. In unipolar setting the noise increased on provocation but the noise could not be recreated in bipolar setting. The physician programmed device to bipolar and turned the lead safety switch off. The physician believes there to be a rv lead fracture. The device remains implanted. No additional adverse patient effects were reported. New information was received, a technical service (ts) consultant reviewed device data and provided recommendations. Ts stated lead measurements and trends prior to the patient falling, do not show any unexpected findings. The lead safety switch, high, out of range pacing impedance and over-sensing of noise, and pacing inhibition occurred after the syncope episode. Ts recommended complete in-office testing, aiming to definitely exclude a potential mechanical integrity loss and to confirm appropriate by support. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient arrived in the emergency room after having two separate episodes of falling, within three days timeframe, due to syncope episodes. Interrogation of the pacemaker and right ventricular (rv) lead, revealed a lead safety switch, caused by high, out of range pacing impedance (greater than 3,000 ohms). Interrogation also revealed oversensing of noise, causing pacing inhibition (greater than 2 seconds) in unipolar setting. In unipolar setting the noise increased on provocation but the noise could not be recreated in bipolar setting. The physician programmed device to bipolar and turned the lead safety switch off. The physician believes there to be a rv lead fracture. The device remains implanted. No additional adverse patient effects were reported.new information was received, a technical service (ts) consultant reviewed device data and provided recommendations. Ts stated lead measurements and trends prior to the patient falling, do not show any unexpected findings. The lead safety switch, high, out of range pacing impedance and over-sensing of noise, and pacing inhibition occurred after the syncope episode. Ts recommended complete in-office testing, aiming to definitely exclude a potential mechanical integrity loss and to confirm appropriate by support. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.